Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1298945, medical device expiration date: 2023-01-31, device manufacture date: 2021-11-25, medical device lot #: 0076869, medical device expiration date: 2021-06-30, device manufacture date: 2020-04-16. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd k2edta tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes are not aspirating the quantity purposed. The blood doesn't reach the mark."

Manufacturer narrative:
The following fields have been updated with additional information: device available for eval? Yes returned to manufacturer on: -10-aug-2022 h.6. Investigation summary: mat 360055 batch 1298945, 0076869 bd received 10 samples and 1 photo from the customer for evaluation for the batch 1298945. The photo was reviewed and the indicated failure mode for underfill with the incident lot was not observed as the photo evidence is inconclusive showing a tube without a cap which is not a standard method to measure the correct volume. Additionally, the customer samples along with 5 retention samples from lot 1298945 of the bd inventory, were evaluated by functional testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the products. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode. The product batch 0076869 is expired at the time of this investigation therefore retain testing could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10,

Event description:
It was reported when using the bd k2edta tube there was under-fill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: "the tubes are not aspirating the quantity purposed. The blood doesn't reach the mark."